Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 66-year-old male patient with a past medical history of hypertension, hyperlipidemia, type 2 diabetes mellitus, hepatitis b, and end-stage renal disease on peritoneal dialysis presented to the hospital on october 15 with four days of chest pain. He was diagnosed with a non-st-elevation myocardial infarction. Echocardiography demonstrated a left ventricular ejection fraction of 35 percent and moderate to severe mitral regurgitation. He was taken to the cardiac catheterization laboratory, where left heart catheterization revealed severe multivessel coronary artery disease. An intra-aortic balloon pump was placed, and cardiothoracic surgery was consulted. On october 20, the patient underwent coronary artery bypass grafting ×3 and mitral valve replacement. He returned to the operating room the same evening due to postoperative bleeding, and a repeat sternotomy was performed. The chest was left open until october 22. On october 24 echocardiography demonstrated a severely dilated right ventricle and a left ventricular ejection fraction of thirty percent. The heart team decided to place an impella cp and rp. On october 26, the patient returned to the operating room due to bleeding from mediastinal chest tubes. Repeat sternotomy revealed bleeding from one of the vein grafts. The bleeding resolved with surgical intervention. Five units of packed red blood cells were administered. On october 29, care was withdrawn. Although the bleeding event is conservatively coded to the impella device, documentation indicates that postoperative bleeding already occurred prior to insertion of the impella pumps and that the bleeding originated from a vein graft. The death is most likely related to the patient¿s underlying medical condition and the decision to withdraw life-sustaining treatment.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.